Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000125798. Correction: d4 and d6a.

Event description:
Additional information received indicated it is unknown which lead contributed to the issue. As result, only one lead will be reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. Diagnostic testing revealed impedance issues on the implanted leads. As a result, surgical intervention occurred on (B)(6) 2025 wherein the lead was explanted and replaced. Effective therapy was restored post-operatively.